Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.